Manufacturer narrative:
The reported events of failure to capture, high pacing impedance and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece. An electrical testing revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead revealed no anomalies.

Event description:
During implant, high pacing impedance, high capture threshold, and low sensing were observed on the right ventricular lead. Repositioning the lead did not improve the values. The lead was explanted and replaced to resolve the event and the patient was stable.